Event description:
On 04/16/2010, ans received an e-mail from a pt complaining of pain after being implanted with trial leads. The pt was implanted on (B) (6) 2010, and later that same day went to the ER to have the leads removed, due to intense pain. As of (B) (6) 2010, the pt is currently doing well.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.